Manufacturer narrative:
No device or imaging was provided for evaluation. The user reported a fall and pain prior to the revision surgery. The product is within the anticipated risk level.

Event description:
It was reported that a revision was needed to replace an implant that was found to have migrated post operatively.